Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced bleeding and developed an arteriovenous fistula at the access site. The physician originally gained access with a 14 french introducer and the patient started to bleed more than usual. The faradrive sheath and transseptal access dilator were then introduced into the patient and the bleeding continued. The faradrive sheath and access dilator were removed, and the procedure was cancelled at that time. A vascular surgeon was consulted and a pseudoaneurysm was observed through echocardiography. Pressure was applied to the site before a pressure dressing was applied. The patient was admitted to the intensive care unit for observation. The following day it was found that an arteriovenous fistula had developed at the access site. The patient is expected to fully recover. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.